Manufacturer narrative:
Batch review performed on 16 june 2020: lot 1901536: (B)(4) items manufactured and released on 22-may-2019. Expiration date: 2024-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting thigh pain due to a subsided stem. The surgeon 6 months after primary revised the stem, head and liner and the surgery was completed successfully.